Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that that the system functioned as intended after replacing the pcoip client. The system then passed the system checkout and was found to be fully functional. The pcoip client was returned to the manufacturer for analysis. The pcoip was tested and did not find any software caused reboots in the devices logs. Unit was tested on bench tester for 24 hrs 20 min without any issues. No fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system had the pcoip splash screen popping up on the camera cart monitor. The time before it happens varied, but was typically 5-10 minutes, then it would go off for 15-20 seconds, and pop the video back up. Occurred when the site was loading patients prior to a case. No patient present.